Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via the manufacturer¿s representative (rep) who reported a patient was implanted with an implantable neurostimulator (ins) that went well from the ¿neuromodulation¿ point of view, and there were no complications with the device itself. However, during implant of the ins the patient died which was ¿probably caused by cardiac and/or pulmonary insufficiency due to stress from surgery, but the root cause was currently unknown. According to the hcp the patient was bedded on their left bodyside since the ins was going to be placed on the right which was possibly an additional factor if cardiac insufficiency was the root cause of the death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp) reported they asked about the patient¿s medical and cardiac history, current listen of medications, and whether an autopsy was performed but that due to legal/confidential reasons it was noted as ¿unknown.¿